Event description:
Dr. (B)(6) revised a scorpio metal backed. This was discovered through the njrr. No further info have been provided or will be provided at this stage.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.